Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The device delivered two discharges of energy to the pt, however, upon the third attempt, the device was unable to analyze the heart rhythm. The device was power cycled and another attempt to analyze the pt's heart rhythm was unsuccessful. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.